Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the tip of the flip cutter broke. No part of the device remained inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1204af-80 batch 4290153549 was received for evaluation. Visual inspection revealed that the cutting blades were detached from the shaft's tip. A piece of the outer shaft's tip was also missing, and scratches were noted close to the shaft's tip. Functional testing was attempted by moving the inner and outer shafts; however, due to the damage, no movement was possible after pressing the button. The most likely causes of the reported failure are misaligned insertion, prying/leveraging the device, or the device making contact with another device during use.